Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the on-site repair of the subject device by the field service engineer, it was found that there were some cracks on the lid of the subject device, but there was no detergent solution leakage. There was no reported when the cracks had occurred. There was no report regarding patient injury, and damage of the endoscopes related to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that the reported phenomenon was attributed to which the lid of the subject device was forcibly closed with the connecting tube and/or the leak test air tube pinched between the lid and the reprocessing basin, dropping a hard object on the lid or repeatedly opening and closing of the lid. If additional information becomes available, this report will be supplemented.